Event description:
A report was received that during the deep brain stimulation (dbs) implant procedure the patient experienced a stroke as a result of a carotid dissection in the right hemisphere of the brain. The physician believes that the carotid artery was nicked while tunneling during the procedure. The left side of the patient exhibited limited mobility post-operatively. The dbs stimulation was programmed to provide the patient with tremor relief on the right side and to get the left side used to the stimulation effects. The patient will continue with rehabilitation for the left side to assist in regaining mobility. The tunneler was discarded by the facility.